Event description:
It was reported that a patient underwent an open abdominal surgery, which included a manual intestinal anastomosis, on (B)(6) 2023 and suture was used for suturing the anastomosis. During the procedure, the surgeon asked to use a 3-0 suture thread with a round needle. The or nurse opened a new pack of cords and gave the surgeon a cord. As soon as the sewing began, the surgeon felt that the thread had a sharp needle, he asked the nurse to check that she saw that indeed inside the package (which had just been opened from the packaging) there were several threads from the a different product code, which is a similar thread with a sharp needle and not round as the surgeon requested. An examination by the nurse revealed that the package had another 2-3 wires from that other product code which she took out and separated from the string of wires in the package. The patient was not harmed and the operation was not delayed. The procedure was completed successfully. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 2360 g/m. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Component code: g07002 device not returned. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Photos upon which this medwatch is based have been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/23/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. An overall review of the two samples returned shows that the product received belongs to product code w3205, lot qemaht, and the other sample of product code mcp218, lot sgmdbr. In further investigation, the samples were reviewed against our system and revelated that the product code mcp218 with lot sgmdbr was manufactured on june 8, 2022, with an expiration of may 31, 2024. The product code w3205 with lot qemaht was manufactured on may 4, 2020 and has an expiration date on april 30, 2025. According to this information, it was determined that the samples could not be mixed due to there are apart between them two years. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/24/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 investigation findings: c22 - photo review. Additional h3 investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos show a box with product code mcp2108h with batch number sgmdbr and an aluminum package with product code w3205. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.